Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had multiple failures. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), e2, e3, g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: h3, h6 (health effect ¿ impact codes). Additional contact information: (B)(6). A getinge field service engineer (fse) visited on site and replaced the pneumatic module assembly and cardiosave iabp services completed. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.